Event description:
Integra padgett dermatome was used to attempt to remove a split thickness skin graft to cover a myelomenigecele in a newborn. The dial, which adjusted the depth of the harvest, slipped from its position of 1/10 inch to a near full thickness position and removed a near full thickness graft from the shoulder of the baby. The graft had to be re-applied to the harvest site, and a second split thickness graft removed.